Event description:
The supplier has had complaints from several of their accounts regarding leaking safestep needles. No further info is available at this time.

Manufacturer narrative:
The complaint of a leak was inconclusive, since the original complaint sample was not returned for eval. The only items returned for eval were unused lot samples. A sample of the infusion sets were flushed and pressurized with water, but no leaks were detected. A chr of lot # d907912 showed no other similar product complaint(s) from this lot.